Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had an air bubble in the reservoir and high blood glucose. Customer's blood glucose was 300 mg/dl. Customer's current blood glucose is 250 mg/dl. Customer has not treated with a back-up plan. Customer stated that the insulin was not stored at room temperature. Customer kept her insulin in the refrigerator. Customer changed her mind and stated that she keeps it out to room temperature. Customer was advised to do a complete set change. Customer was advised to monitor the pump.